Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone14.7, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the abdomen at the time medical attention was sought. The patient experienced hyperglycemia and stated it was greater than 250 mg/dl along with symptoms of feeling really sick, vomiting and dehydration, with persistent symptoms following prior emergency room visits. The patient subsequently returned and was admitted for approximately two to three days, during which diabetic ketoacidosis was diagnosed. On (B)(6) 2026 was selected as the occurrence date for reporting purposes, as the exact date could not be confirmed; the event was recalled as occurring in the first week of january 2026 following prior visits in late december 2025. The patient reported routine pod replacement when experiencing elevated glucose and dehydration symptoms and was uncertain which pod was in use at the time of admission; therefore, this report pertains to a potential subsequent pod. During hospitalization, treatment included intravenous fluids and diagnostic imaging (computed tomography); insulin administration could not be confirmed.